Manufacturer narrative:
Product is not expected to return as it remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that the energy usage had increased with increasing burden of atrial tachycardia and atrial fibrillation. This device remains in service and it is not expected to return. No adverse patient effects were reported.